Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed for the unpackaged device. One unpackaged and five packaged ar-7300ds dissectors batch number: 15205016 were received for investigation. Upon visual inspection of the unpackaged device, it was noted that the device had nicks around the edges of the outer tube windows. After removing the outer tube, the inner tube was inspected, and it was noted that there were scratches and marks on the tip of the inner tube. Striations were also noted within the outer tube's inner surface. Refer to investigation photos. Visual evaluation of the five packaged ar-7300ds dissectors returned did not notice any issues. Functional testing for the packaged devices was performed and the metal particulates produced were measured. It was found that the metal particulates produced were less than 18,000, the specification stated in the dtm. These results indicate no problem with 5 unpackaged devices of the same batch. Refer to attachments. The most likely cause for the reported failure can be attributed to user error. Per dfu-0215-7 at revision 0. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.

Event description:
It was reported that during a surgery the use of the shaverblade resulted in metal debris. There was no harm for patient, operator or third party reported. No further information received. Update dw 06-sep-2024: further information was provided that he case took place on august 20th with an ar-7300ds - lot 15205016. This event occurred during a wrist arthroscopy. The fragments were found inside the patient's joint and could be partially removed. The surgery was completed successful.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.